Event description:
Patient representative reported that the patient was "diagnosed with bia-alcl;" pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed. Additionally reported was that the patient was experiencing "personal injuries and related damages" which has been deemed not related to the device. Affected side is left. The device has been explanted and replaced.

Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange from tissue expander to breast implant this record captures the device implanted prior to the device captured under mrn 9617229-2022-00159.